Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 48 mg/dl. The customer's husband immediately got her healthcare team involved and the customer is currently resting and in contact with her doctor. The customer stated that there is nothing wrong with the insulin pump and thankfully happy with the pump and threshold suspend feature.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.